Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was in specification relative to iipv found in the logs. There were no problems found during an internal inspection of the device. A review of the device service history for this particular homechoice revealed the previous swap was unrelated to this iipv event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 05:17:58 with drain volume of 3448 ml during cycle 2. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.